Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver dilaudid. The indication for use was spinal pain. On 2016-july-18 the consumer reported that in (B)(6) 2015 their pump pocket was itching and the patient noticed a stitch, when they pulled the stitch out there was pus and it just got worse. There was a pocket infection. The system was removed and it was unknown if it would be replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.